Event description:
It was reported that the ilet pump¿s screen assembly detached from the device, exposing the ribbon cable and bezel area, and a replacement device was processed. Symptoms included no reported blood glucose impact, with the user confirming no change in glucose levels and no alarms. Outcomes included continued insulin therapy with no injury, no medical intervention, and no hospitalization. Investigation included coordination for return of the original device for analysis and verification that the replacement and return materials were provided. Investigation of this case revealed a screen bezel separation consistent with a hardware enclosure adhesion or mechanical retention issue affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the screen/bezel assembly and mechanical integrity.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.